Event description:
It was reported that during a ptca/stent procedure, while attempting to simultaneously post dilate two stents deployed at the left anterior descending/diagonal bifurcation, a guide wire tip became separated and lodged in the distal first diagonal. Upon removal, the guide wire tip was noted to be separated. Staining in the pericardium was reportedly observed under fluoro. The pt was given protamine and the leak clotted. An echocardiogram was performed to ensure that the leaking had stopped and no additional treatment was planned. Reportedly, the pt is doing well.